Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine follow-up, the device received an alert for upper high voltage lead impedance. A possible cause of the impedance measurement is an issue with the superior vena cava coil. Programming changes were recommended. The patient will be monitored remotely. The patient condition is stable.